Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the left ventricular lead exhibited failure to capture due to dislodgement. The reported lead was capped. There were no patient consequences.